Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) device passed away. Boston scientific technical services (ts) performed a detailed review of device data and stored episodes from the date of death. Ts indicated there were six total stored ventricular episodes from the date of death. In the first episode, the patient went into a ventricular tachycardia (vt) arrhythmia and the device provided one round of anti-tachycardia pacing (atp) therapy followed by one 41 joule device shock, which converted the arrhythmia. It was noted that there was no atrial activity when the end of the episode was declared. Right atrial (ra) and left ventricular (lv) pacing began and a time break occurred. The vt arrhythmia then increased in rate again and the second episode began. In this second episode, four rounds of atp therapy were delivered but unsuccessful, a 41 joule shock was diverted due to undersensing of the fine ventricular arrhythmia and a slowing of the rate, but a subsequent 41 joule shock was delivered which converted the arrhythmia, and ra and right ventricular (rv) pacing began. It was noted that the shock electrogram showed an agonal rhythm. The final four episodes were all non-sustained ventricular episodes where no device therapy was provided. In these episodes, the ventricular arrhythmia became more defined and is sensed by the device, but the rhythm is too variable and the episodes end. The last non-sustained episode detected an agonal rhythm, but the rate was not fast enough to remain in the programmed device therapy zone. No further device therapy was provided. The presenting electrogram show ra and rv pacing but no associated capture in either chamber, indicating the patient was deceased. It was also noted that between each episode end and the start of the next episode, respiratory rate trend (rrt) sensor noise is observed on the ra channel but is not sensed by the device and no signal artifact monitor (sam) episodes were stored. Ts explained this is usually only visible when there is an impedance rise, but the daily impedance measurements were all within normal specification limits. Ts indicated it is possible the ra impedance was rising as a result of the dying process, as it has been observed impedances increase after a patient passes away. The boston scientific representative asked ts if the programmed device durations were shorter, would the device have provided more therapy. Ts stated the sensing after the first device shock was poor and the lack of ra activity indicates the rhythm was likely not to be converted but noted that is a clinical discussion. Evidence is suggestive that the device was buried with the patient.